Event description:
Customer had two discrepant positive pt results for rubella igg when tested on the e411 analyzer and compared with the vidas analyzer. They also had one discrepant positive external proficiency survey sample for rubella igg. Customer provided the following rubella igg results: (B) (6) 2009: e411 results, 197.1 and 186 iu per ml; vidas results 5 and 6 iu per ml. (B) (6) 2009: e411 result, 18.7 iu per ml; vidas result 3 iu per ml. External proficiency sample (date unk): e411 results. 11.98 and 12.0; vidas result 3 iu per ml. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.